Event description:
Procedure: cholecystectomy. According to the reporter: the clip slipped off the vessel into the pt's cavity. The clip was removed from the pt's cavity with a grasper. This resulted in damage to the pts tissue. Other clips were applied but it was difficult. There was no bleeding reported in excess of 250cc. The procedure was not converted to an open procedure. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).